Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the customer was hospitalized with a high of 698 mg/dl. The father reported the hospitalization was caused by an infusion set blockage. It was also reported the hospitalization occurred 6 months prior. Customer's blood glucose was unknown. The father declined to provide further details about the hospitalization. The insulin pump will not be returned for analysis.